Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent occlusions while using the curved metal cannula infusion set and discontinued ilet use, requesting to try teflon infusion sets; supplies were ordered and shipped after updating prescription preferences, and this event aligns with obstruction of insulin flow associated with the connector/coupler component. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed findings consistent with a deformation problem contributing to obstruction of flow at the connector/coupler, aligning with the reported occlusions and subsequent resolution through a change in infusion set type. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.